Manufacturer narrative:
The psm arm was returned and evaluated. Failure analysis investigation found the instrument failed the weighted brake drop test. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although there was no patient involvement, it could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
During the preventative maintenance of a da vinci si surgical system, it was observed that one of the patient side manipulators (psm) failed the weighted brake drop test and displayed multiple error messages. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. There was no report of patient involvement or adverse outcomes.